Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. The customer reported the act button was harder to press. Customer stated that the pump had cosmetic damage and it rejected new batteries. Customer stated that the pump made loud noise during rewind. No harm requiring medical intervention was reported. The customer will continue to use the product.